Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspection of the unit revealed no discrepancies or discernible damage. During the investigation, visual inspection revealed that the power extension connector was properly seated in the connector cover. No issues involving power failure or frayed/exposed wire was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Report of unit having exposed wire at the power extension cable - unconfirmed. Root cause is no issue found. Patient electronic system function as expected. This device does not fall under fa-q323-hf-4.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.